Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a retrospective review of device data it was identified that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) therapy due to noise been oversensed, in all three channels, resulting in pacing inhibition. The patient also experienced asystole episodes. After approximately 1 year of being implanted, the device was explanted. No additional adverse patient effects were reported.